Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's tremor all of a sudden returned with a very strong jerky motion. It was noted the patient was hospitalized for some time because of some confusion and possible sugar issues. It was noted the patient had a past medical history of essential tremor and uncontrolled diabetes. When the ins was checked with the patient programmer (pp) the device was on and ok. The patient was going to work on scheduling a follow-up appointment with the healthcare provider (hcp) to get an impedance check and possible re-programming. The date of the appointment was currently unknown. The issue was not resolved at the time of the report.